Manufacturer narrative:
(B)(4). Lot number of tablets used by pt is unk. It is unk if the device failed to meet specs as per have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device in the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. All pertinent info that is available has been submitted. Should add'l info become available, that changes the facts or conclusion, a supplemental report will be submitted.

Event description:
Our office in (B)(4) received a report from a wholesale distributor that their customer experienced ocular pain and redness in both eyes after she applied lenses treated with partially-neutralized concept 1-step disinfecting solution. The pt reported that the neutralizing tablet adhered to the lid, so the tablet could not dissolve completely; but she did not notice prior to applying her lenses. The pt visited a hospital, and was diagnosed as having corneal lesions on both eyes. F/u with the pt three days later indicated that her eyes were still red, but her eye pain was decreasing. When questioned she stated she used concept 1-step as indicated. The pt would not provide add'l info regarding her address, product info, and her treatment. See MDR # 3004178847-2012-00007 for report on dosage 1-step disinfecting solution.